Event description:
It was reported that a patient underwent a myomectomy robotic procedure on (B)(6) 2024 and suture was used. During the procedure, the sutures broke off, the needles fell right off. Went through four of one lot number and one of another lot number. Case was completed. No patient harm. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: after further follow up on this with the account, they determined that it was surgeon error and they had already discarded the damaged suture. This surgeon also broke multiple covidien v-loc sutures in this same case. There will be no product able to be returned. Please confirm if the suture broke in two separate pieces or if the entire suture broke off/ detached from the needle. Unknown at this time. Can you identify the lot numbers for product code vcp495g. Unknown at this time. Did the needles fell in the patient? If yes, were they removed during the same procedure? What efforts were made to recover the needles? Unknown at this time, but no consequence to patient. Please confirm if the devices or samples from the same lot are available for review. Should be available and returning in coming days. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6), or manager. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Will be picking up from account in coming days.